Event description:
It was reported by customer that during set up, the cs300 intra-aortic balloon pump (iabp) alarmed "system failure." There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11. Corrected fields: b5.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the unit and was unable to duplicate the reported failure. As a precautionary measure, the stm replaced the solenoid driver board, then performed all functional checks and safety test. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported by customer that during set up, the cardiosave intra-aortic balloon pump (iabp) alarmed "system failure." There was no patient involvement, and no adverse event was reported.